Event description:
It was reported that during procedure, a burning smell was noticed. The surgeon indicated that the laser was no longer working. The healthcare worker's fingertip was burned when they attempted to change the fiber, as the tip was burning hot. It was then discovered that the rubber part of the fiber had detached form the connector due to the heat. The fiber was no longer useable. There was no report of patient complications.